Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a pale screen was confirmed by quality engineering as a pale pump head module (phm) display on channel a. This condition was caused by a dim phm display. The channel a phm display was replaced to correct the reported condition. This device is a p1.5 colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump encountered a pale screen. This condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.